Event description:
The manufacturer received info alleging that a ventilator was alarming while in use. There was no reported pt harm or injury reported. During the eval of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's sensor board was replaced to correct the issue. There was no pt harm or injury reported.